Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined additional assistance or troubleshooting, and no further action was required.